Manufacturer narrative:
Customer gave the following information about the use of the device: product was used in a laparoscopic cholecystectomy there was no delay in treatment or patient harm. The surgeon made the first cut with no issues. When handpiece was picked up again for a second use in the same procedure, the tip coating had come off in the wound. Area was examined and cleaned for debris. No material was remaining in the wound. The coating is the only component that is coming off this is not the first use of the device. Customer was not sure how many times it had been used customer was using their generator at power settings 30 cut and 30 coag with unknown activation and resting times. It is unknown how long the surgery was complaint confirmed from information received from customer and attached pictures. True root cause is believed to be reuse of a single use device. (B)(4). Based on the investigation, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The customer alleges that the coating is coming off the electrode. There was no delay in treatment or patient harm.

Manufacturer narrative:
Section 7a was incorrectly filled out to reflect the root cause that a single use device was reused. - the end user facility is unknown. No further corrections are necessary. This will be the final report unless additional information is obtained that alleges any additional information pertinent to the evaluation of this case.